Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient was admitted with complaints of driveline discharge and pain. A complete blood count (cbc) test confirmed mild leukocytosis. Abdominal ultrasound and CT of abdomen were performed. There was noted subcutaneous soft tissue stranding to the driveline. Cultures revealed staph aureus and no bacteremia were noted. The patient was treated with intravenous (IV) cefazolin and transitioned to cephalexin. The patient was discharged home in stable condition on (B)(6) 2019 on suppressive long term antibiotics. No device alarms were observed while the patient was admitted. No further information was provided.